Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device's gas delivery engine (gde) was malfunctioning. At present there was no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in south africa to repair the device and return it to service.

Event description:
The distributor in (B)(6) reported that during testing the device displayed "o2 range error" and"check o2 cal". After calibrating the o2 cell the error messages went away, but the device delivers 76% fio2 when set to 21% fio2.